Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported a primary infusion of lasix 500 mg/50 ml, rate 4 ml/hr competed sooner than expected. The device and IV tubing were evaluated by biomed and it was determined by biomed that the user had not accounted for the volume in the IV tubing. The device was placed back into service. The customer declined an investigation by carefusion customer advocacy, no product return expected. There was no report of pt harm or med intervention. Although requested, no specific event details were provided.